Event description:
The device was used during a left colectomy procedure. Reportedly the staples did not form properly and the anastomosis was not complete. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.